Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead failed to sense, failed to capture and exhibited episodes of noise. It was also noted that there is an anomaly in the conductor resistance of the ra lead. The ra lead was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
The reported events of failure to capture, failure to sense, impedance anomaly, lead noise and insulation damage were not confirmed. A complete lead was returned in one piece for analysis with the helix found retracted and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.